Event description:
The customer reported an error message on the system was detected. The fe confirmed the system was down and unable to be used. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supplies and cable were evaluated and reseated. The system was tested and found to be working as intended and returned to service.